Manufacturer narrative:
Customer report was confirmed. Rec'd (1) dual stage venous drainage cannula, model tf293702a, inside open original package. Cannula was not used. A light color, hair-like particulate was found on cannula body. The particulate, approximately 25mm, was stuck at 1/2" connector and cannula body connection.

Event description:
Sales rep reports that customer opened the package and found a hair in the cannula itself.